Event description:
Clinical report states patient was revised to address elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
**Update** patient's operative records were received. Records indicate upon revision metallosis was found in the patients hip.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. No error in sterile processing was identified. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No new information that would change the existing MDR decision. Depuy still considers the investigation closed.

Manufacturer narrative:
(B)(6) 2012- litigation papers received. Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. Depuy considers the investigation closed at this time.

Manufacturer narrative:
(B)(4). Added: dob, lot, expiry date, UDI, 510k, patient, device.

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Update: 8/8/2012- litigation papers received. Litigation alleges that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patients acetabulum, caused severe pain, and inhibited patients ability to walk. The devices associated with this report were not returned. A search of the complaint database was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Update: 02/15/2013 - patient's operative records were received. Records indicate upon revision metallosis was found in the patients hip. No new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.